Event description:
It was reported that an incorrect compliance chart was in the packaging. The physician selected a 15mm x 2.75mm nc quantum apex to treat a 85% stenosed target lesion located in the non-tortuous and non-calcified left anterior descending artery (lad). Upon opening the package, a compliance chart for a 2.5 nc emerge was found in the packaging. The physician elected to use the 15mm x 2.75mm nc quantum apex. The patient experienced a dissection during the procedure requiring treatment with a 2.75x20 synergy stent. The procedure was completed. The patient was stable.